Event description:
It was reported that the doctor was unable to place ureteral stent over guidewire and this was the second time having this issue. It was stated that the doctor expressed concerned with the quality of our stents. Additionally, as the doctor was taking out the old ureteral stent the string on it broken which further upset the doctor with stent quality.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event is inconclusive. No sample was returned for evaluation. A potential root cause for this event could be, "material selection" or "part geometry". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "suture may be cut off prior to stent placement. Remove suture if indwelling time is expected to be longer than 14 days." "Avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the doctor was unable to place ureteral stent over guidewire and this was the second time having this issue. It was stated that the doctor expressed concerned with the quality of our stents. Additionally, as the doctor was taking out the old ureteral stent the string on it broken which further upset the doctor with stent quality.